Event description:
Patient presented to the physician with swelling and irritation at the neck incision site. Physician examined the area and determined the stimulation lead had protruded from the incision. Physician brought the patient into the or, opened the neck incision, cleaned the pocket, secured the stimulation lead, and closed. Physician prescribed oral antibiotics after the procedure.

Event description:
Patient presented back to the physician with significant jaw pain, wound dehiscence at the neck incision site, and swelling. Physician prescribed antibiotics. Physician brought the patient into the or 4 days later and found an infection at the neck incision. Physician removed a portion of the stimulation lead body and closed.